Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) device experienced possible placement difficulty. The physician elected to place the device lower than recommended on the septum due to a atrio-ventricular (av) node ablation. After five attempts, the device was removed and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.